Manufacturer narrative:
H11: the related medwatch report number 0700220000-2024-8061was included in the corresponding h10 related report number field for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified clearlink continu flo set leaked from the lowest y-site. The leak was discovered while the patient was receiving total parenteral nutrition (tpn). There was no report of patient injury or medical intervention associated with this event. No additional information is available.